Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has air in their reservoir and insulin in their insulin pump. The patient's blood glucose was at 222 mg/dl. The customer says the air bubbles are in the reservoirs and they are half the size of dimes. The customer was advised to store future reservoirs in room temperature. New reservoirs were sent to the customer. No further information was provided.